Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had experienced intermittent twitching over the previous few weeks. During a device check, chronically low impedance was noted and while the patient was sitting up in bed, pocket stimulation/nerve stimulation was reproducible while lv only pacing. A lv lead insulation breach was suspected and the lv lead was programmed off. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device replacement procedure, the left ventricular (lv) lead exhibited impedance measurements higher than the chronic historical measurement when the device was out of the pocket. When the device was in the pocket, the lead exhibited low impedance and lower than historical impedance. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event.